Event description:
A report was received that during a trial implant procedure high impedances were detected. The trial leads were removed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-50e, serial #: (B)(4), description: trial linear 3-6 lead 50cm. Model #: sc-4316, lot #: n,I description: next generation anchor kit sterile, sc-2366-50e, s/n (B)(4): the complaint high impedance on electrode #4 has been confirmed. Visual (microscope) and x-ray inspection found that the distal end is fractured between electrodes #4 and 5. There are no exposed cables. Review of the device history record revealed that the lead passed quality inspection and no anomalies were found during its production. The root cause of lead fracture is unknown. Sc-2366-50e s/n (B)(4), the complaint was not verified. The lead passed all tests including visual, impedance, and diameter and electrode pitch test. Device exhibits normal device characteristics. The leads passed all testing performed. Sc-4316 the clik anchors are intact and no parts are missing.

Event description:
A report was received that during a trial implant procedure high impedances were detected. The trial leads were removed.